Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028 / k013227

Event description:
It was reported by the doctor that during the implant placement procedure the tsvwb8 implant mount did not disengage; another implant was placed during the same surgery.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and mount screw.visual inspection revealed minimum wear about the threads, collar, and internal threads. After the parts were separated, it was noted that the mount screw contains small signs of debris. The hex of the mount and internal hex of the implant are significantly worn, and contain additional debris. The products were functionally tested. The mount screw was able to be removed via hand tightening, however, the mount hex remained fused to the implant internal hex until excessive force was applied. The complaint is confirmed. Documents reviewed: ¿instructions for use for screw-vent® implants¿ 9665 rev 0- 09/14 information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. Review of the implant DHR and complaint review did not provide any indication of a manufacturing deviation or material deficiencies that would contribute to this event. A definitive root cause has not been determined. UDI: (B)(4).